Event description:
On (B)(6) 2024, a patient (pt) in argentina reported placing a new acuvue® vita¿ brand contact lens (cl) in the right eye (od) on (B)(6) 2025. On (B)(6) 2025, within a couple of hours of cl wear, the pt reported ¿a lot of burning in the od,¿ removed the suspect cl and went to an eye clinic. The pt was diagnosed with ¿keratitis/small ulcer¿ in the od and was prescribed gatifloxacin 0.5% every 4 hours and sodium hyaluronate 0.4% every 2 hours. No additional medical information was provided. On (B)(6) 2025, the pt called and left a voice mail message to report ¿vita lenses that caused an eye ulcer.¿ no additional information was provided. On 07aug2025, 08aug2025 and 11au2025, attempts to contact the pt for additional medical and product information were unsuccessful. No additional information has been received. A comprehensive review of the manufacturing records for lot number b0163ss was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. It is unknown if the od suspect cl is available for return for evaluation. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.